Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose levels with all the four infusion set issues back in (B)(6). His blood glucose level was 400 mg/dl once and around 300 mg/dl the other three times. One infusion set detached and the other three the quick release did not latch back up. He treated his high blood glucose level with a bolus and changed the infusion set. The device was not returned.